Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. Upon power up, the device showed the lcd had liquid crystal leakage and could not clearly display. The cause of the component problem was not established.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. Upon power up, the device showed the lcd had liquid crystal leakage and could not clearly display. The cause of the component problem was not established.

Event description:
Information was received that device case is cracked and the display is broken. Incident found during scheduled maintenance; no patient involvement.